Event description:
It was reported that the patient¿s new healthcare provider (hcp) had to redo what was previously done and he had to put more leads in.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), product type programmer, patient. Product ID 3708360, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type extension. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3888-33, lot# v004658, implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type lead. Product ID 3888-33, lot# v004658, implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).